Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the asymptomatic patient presented to clinic. Post-sensed t-wave oversensing on the ventricular lead was noted. Programming changes were recommended.